Manufacturer narrative:
Age of the time of event: 18 years old or older. (B)(4). Device evaluated by manufacturer: the device was returned for evaluation with the shaft detached at 25cm from the catheter tip and the shaft stretching was also present at 24.4cm from the catheter tip. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to remove the balloon protector cap. The protector cap was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken; however, the balloon protector was removed from the balloon with slight resistance. No further damage was noted to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is undeterminable as the review and analysis of all available information fails to indicate a root cause or probable root cause. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that the balloon protector cap was unable to be removed. The target lesions were unknown. A 4.0 mm x 1.5cm x 4.0 mm flextome mr was selected for a percutaneous transluminal angioplasty treatment procedure. During preparation, it was observed that the balloon protector cap was unable to be removed. Procedure was completed with a different device. There were no patient complications reported and the patients condition is good. However, it was noted during analysis that the shaft detached.